Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately high compared to her a1c measurement. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began since first obtaining the meter on (B)(6) 2016. On (B)(6) 2017 the patient allegedly obtained a reading of 192mg/dl using the subject device, compared to a her a1c measurements of 6.0 and 5.4. Comparison between a reading obtained using the subject device and a1c measurement is an invalid comparison. The patient stated that she manages her diabetes using metformin 500mg (2 x day), amaryl 2mg (2 x day) and invokana 300mg (1 x day) and reportedly reduced her food and/or drink consumption in response to the reported issue. The patient stated that she experienced symptoms of weakness since (B)(6) 2016 due to the product issue. The patient stated that she visited her doctor¿s office on at least 2 occasions (dates not provided) where the hcp increased her dose of medication(s) (specific doses not provided). The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips were stored correctly and within expiry. The csr walked the patient through a control solution test (test strip lot number 4038712) and the result was not within the specified range. Return of the subject device was requested for investigation and replacement products have been sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.